Event description:
It was reported that the handpiece began overheating and started to smoke during a surgical procedure. There was no reported patient or user injury, and the procedure was completed successfully with the same device.

Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.